Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an auto-off alarm. Reportedly, the customer had interacted with the pump within the 12 hour time frame the auto-off alarm was set to (the auto-off alarm occurs if there has been no interaction with the pump within a specified period of time. The default for this alarm is pre-set to 12 hours). Additionally, the customer reportedly turned the auto-off alarm setting to "off", but the alarm recurred. Customer¿s blood glucose level was 360mg/dl. The customer was instructed to perform a pump reset to resolve the issue. Multiple follow up attempts were made to complete troubleshooting with the customer; however, the customer did not respond to follow up attempts.